Event description:
During a tvh procedure, the shim detached from the open forceps and fell into the patient. The shim was recovered with no patient harm. This occurred just as the surgeon was preparing the close; no other device was needed to complete the procedure.

Manufacturer narrative:
The complaint was confirmed. The shim detached from the bottom jaw, without the cord. The shim has been returned with the device. Device was returned in a very clean state. Top shim measures 0.9 ohms. No residual adhesive on the face of the bottom jaw or in the locating pin holes, all of the adhesive appears to be on the back of the shim sub assembly. Bond failure between the shim and the jaw of the forceps.